Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12c27078, h12e21068, h12g19068 and h12i27059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer in the USA of pus capsuled on one side of the catheter, peritonitis, and wound in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient had an endoscopy and found that a 1/2 lb. Of pus had capsuled on one side of the catheter. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient's catheter was removed, which caused a wound. While hospitalized, the patient was given antibiotics (unspecified). The wound was still healing. The patient was cleaning her catheter really well. On (B)(6) 2012, the patient was discharged from the hospital. The outcome for the event of pus capsuled on one side of the catheter was not reported. At the time of this report the patient was recovering from the peritonitis and the wound. An opinion of causality was not reported for the event of peritonitis.